Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number were not reported. The reported patient effect of thrombosis is listed in the xact carotid stent system instructions for use (IFU) as a possible adverse event potentially associated with use of these devices. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. The patient effects listed are consistent with the product risk profile and are therefore expected. A conclusive cause for the reported thrombosis and vasoconstriction, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with 95% stenosis of the internal carotid artery (ica). The emboshield nav6 embolic protection system (eps) was placed and then pre-dilatation was performed with a 4x20 mm and 5x20 mm balloons sequentially. The xact self expanding stent (ses) was implanted. Post-procedure angiography showed contrast agent retention in the stent and obliterated distal ica. Spasm of the ica and occlusion of the emboshield with plaque debris was suspected. The emboshield nav6 was retrieved without reported issue and papaverine medication was administered. At this point a stent graft system was used to perform endovascular aneurysm repair (evar) without issue. Angiography was performed again and thrombus was found in the xact stent and carotid endarterectomy was performed to remove the xact stent and the thrombus. A shunt was used to complete the procedure. The stent was also found to be occluded with plaque debris. The patient was conscious and limbs were moving freely after waking from the general anesthesia. There were no neurological deficits at the one year follow up. Additional information can be found in the attached article "acute carotid stent thrombosis: a case report and literature review".

Manufacturer narrative:
Date of event estimated as 09/16/2022. The UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effects reported in the article are captured under separate medwatch report(s) literature attachment: article title "acute carotid stent thrombosis: a case report and literature review".